Manufacturer narrative:
B3: date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette sensor pad is flat. No additional information was provided.

Manufacturer narrative:
One device was returned for repair with complaint that the cassette sensor pad is flat. Visual inspection verified the complaint. The cause of the downstream occlusion (dso) sensor's nub. Replaced the downstream sensor to correct the issue. The device passed all functional tests after the repair.